Event description:
It was reported the parkinson¿s disease patient¿s left side of their body was rigid beginning on (B)(6) 2014. The patient ¿suspected it was battery depletion.¿ the patient was reprogrammed two days after the initial report and the patient¿s ¿symptom didn¿t get better.¿ it was noted that at the time of reprogramming the patient¿s ¿power was full.¿ it was suggested the patient meet with their healthcare provider (hcp) a week after being reprogrammed to be observed. Information regarding the patient¿s final outcome was unavailable at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).